Event description:
Procedure type: nephrectomy. According to the reporter: during the case, the cutting became significantly dull. Another device was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No tissue damage.

Manufacturer narrative:
(B)(4).